Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 30 to 35 mg/dl at the time of the incident. The customer was at 60 mg/dl at the time of admission, and 356 mg/dl at the time of the call. The customer experienced symptoms such as being out of it. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer was losing weight and their rates had not been adjusted for that. The customer fiddles with the pump sometimes and restarts their basal rates. The customer also had sensor glucose versus blood glucose differences, as well as blood at site issues. The insulin pump will not be returned for analysis.